Event description:
Biomed tech called in for a ucw monitor not working properly at nurses station. Tech noticed the whole one side of the monitor base was cracked. When monitor was removed from the desk, the entire base crumbled and fell completely off.